Event description:
I had the essure put in (B)(6) 2013 and about a month later I started to have pain in my joints and regular cramping. I thought the cramping was due to the tubes building scar tissue. After a couple months of the joint pain I finally went to the dr's. The dr couldn't understand why I was having joint pain all of a sudden after being healthy, so at first she thought I had tendinitis but as the pain got worse and traveled from my hands to my legs I went back to the dr's. She then did blood work for rheumatoid arthritis and x rays the blood work came back positive but x rays didn't show any sign of arthritis, but to be safe they had me see a rheumatologist. Now they have put me on 3 different medications and nothing is getting better in fact I'm getting worse. So my rheumatologist has suggested to get a nickel allergy test done since all these symptoms started after the essure was put in. I am going in today for the test. (B)(4). Mw5034327 update on (B)(6) 2014: I have gotten worse to the point I can't walk now. Having extreme hair loss, sores on my body. I have now been scheduled for a total hysterectomy (B)(6) to get the essure coils removed. Mw5034327 update on (B)(6) 2014: I wanted to let you guys know I had a total hysterectomy on (B)(6) 2014 and as of today 5 days post op almost all my systems have gone away. I am able to walk pain free as well as swelling has went away and there are no more rash marks on my body. Each day I have been able to walk more and I was able to climb my 10 stairs that I haven't been able to climb in over 4 months.